Event description:
Device 1 of 2. Reference MFR report #: 1627487-2012-00721. The patient (B)(6) has two ipgs. Both were placed infra-clavicular. It was reported the implant depth for the patient's ipg had become superficial. Surgical intervention was undertaken to reposition the ipgs to a more inferior and lateral location.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.